Event description:
It was reported that during an in-office device check the battery voltage measured 2.59 but elective replacement indicator was not triggered. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates battery voltage - low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.61v and the daily measurement was 2.9v.